Event description:
Adverse event: hematoma, pain. Time of adverse event: during vessel closure. It was reported that a technician trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after clip deployment, a hematoma of an unspecified size developed at the access site. Manual compression was applied for twenty minutes to express the hematoma. Additionally, during the interventional procedure, the pt complained of right leg pain, which was treated with fentanyl. The pain is continuing in the "right hip area." The etiology of the pain is unk the pain was not reported to be disabling and treatment is ongoing. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.